Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that their insulin pump had power error detected alarm. The customer¿s blood glucose was unknown at the time of the incident. The customer was advised to disconnect from pump take out battery and reservoir until red light stops blinking insert new battery clear alarm insert reservoir. The insulin pump will not be returned for analysis.